Event description:
It was reported that during the insertion of the implant, the bio transfix broke after implantation. Patient still has a broken screw in the knee. Another bio-transfix was used to consolidate. Procedure acl. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include improper bone preparation, inserting the implant at an angle not perpendicular to the pilot hole, prying/leveraging the driver while the implant is still loaded, or applying excessive force to the screw during implantation. Improper bone preparation may include not using the countersink drill to clear a path for the head of the implant to be countersunk in to the cortical bone. Product directions for use (dfu-0074) states pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.